Manufacturer narrative:
Brand name was corrected.

Manufacturer narrative:
The reported complaint of "there was a leak in one of the balloons of the icy catheter" was confirmed during functional testing. A bond leak was observed at proximal end of distal balloon and at distal end of medial balloon during functional leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue in the catheter's balloons and also in the proximal luer tubing. All other lumens flushed as intended. Functional testing of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at proximal end of distal balloon and at distal end of medial balloon. Therefore, the reported complaint was confirmed. However it is unlikely that the catheter was shipped defective since we perform 100% visual inspection. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for similar complaints information related to the reported complaint and there was no previous history of complaint reported for the catheter with lot number 87648.

Event description:
The patient was hospitalized and was placed on ivtm treatment for normothermia in central fever in the context of craniocerebral trauma. During patient ivtm therapy, customer reported that the saline bag was emptied and changed 3 times within 8 hours, and mid:09 (saline alarm) was displayed on the thermogard system. It was suspected that there was a leak in one of the balloons of the icy catheter. Leak check was performed, and no fluid were observed on the floor, patient's bed, in or outside of the thermogard console. The catheter was not replaced, and the saline alarm was cleared. The therapy was not affected and was completed successfully. The patient was stable and there were no patient consequences.